Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. During the procedure the needle broke. Another like device was used for the procedure. Needle pieces were retrieved during the same procedure. There were no adverse pt consequences reported.